Manufacturer narrative:
D6b: explanted date: date unknown. E3: risk manager. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received a user facility medwatch report # (B)(4), the event description states: "at the conclusion of the procedure, a 6 f angioseal device was used. Pulsatile blood return was present from the angioseal sheath, the inner dilator was removed, and the footplate/vascular plug was inserted into the device until the first click was heard and then the second click was performed while keeping the device in stable position. Device deployed per standard IFU guidelines; however, string did not release as normal in order to tamponade the plug and cut the string. Thus, the footplate was in the rcfa (right coronary femoral artery) with good 2+ pulses in the dp (doralis pedis artery) and pt (posterior tibial artery) but could not be removed to cut the string. Also, no hematoma or oozing around the device. Us (ultrasound) of artery showed footplate secure against arteriotomy with minimal plaque. Vascular surgery on call resident was contacted and mutual decisions was made for emergent exploration and device removal. Device was deployed by vascular surgeon. The initial intended procedure was a level 1 trauma with acute active bleeding 2/2 pelvic fracture from motor vehicle accident."

Event description:
A maude database search conducted on 30 jun 2023 found a maude report number (B)(4). The event description states: "at the conclusion of the procedure, a 6f angioseal device was used. Pulsatile blood return was present from the angioseal sheath, the inner dilator was removed, and the footplate/vascular plug was inserted into the device until the first click was heard and then the second click was performed while keeping the device in stable position. Device deployed per standard IFU guidelines; however, string did not release as normal in order to tamponade the plug and cut the string. Thus, the footplate was in the rcfa (right coronary femoral artery) with good 2+pulses in the dp (doralis pedis artery) and pt (posterior tibial artery), but could not be removed to cut the string. Also, no hematoma or oozing around the device. Us (ultrasound) of artery showed footplate secure against arteriotomy with minimal plaque. Vascular surgery on call resident was contacted and mutual decisions was made for emergent exploration and device removal. Device was deployed by vascular surgery."

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the maude report received and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential suture deployment issue. The exact root cause was unable to be determined. The likely cause was determined to have been insufficient force for device retraction resulting in a complication with device deployment. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).